Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that when force was applied to connect sheath and dilator "click" sensation was noted and as a reason, sheath and dilator was not able to engage properly and the dilator was getting pushed back during the transseptal crossing (difficulty crossing the septum). The procedure was completed using same device and no patient complication were reported. The device return status was unknown.